Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level was 442 mg/dl at the time of incident. Customer treated herself with manual injection and after taking injection the blood glucose level was 186 mg/dl. The blood glucose level was 310 mg/dl. Troubleshooting was performed. The product will not return for the analysis.